Event description:
In the patient, they delivered the amplatzer septal device. However, it was not in the proper position & the device has to be retrieved. The hausdorf introducer was used and when it was removed from the pt the end of it separated at the tip of the introducer. All parts were retreived with no adverse outcome to the pt.